Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/17/2017 to the present date 10/06/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the caller has an 8100 module which get no channel ID when connected to an 8015 unit. Biomed will replace logic board to correct issue. There was no patient involvement.

Manufacturer narrative:
Correction on initial report: h.3. Additional information provided: d.11.

Event description:
It was reported that the caller has an 8100 module which got no channel ID when connected to an 8015 unit. Biomed will replace logic board to correct issue. There was no patient involvement.